Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a normal device replacement, the right atrial (ra) lead came apart between the ring electrode contact and the terminal pin. When the physician applied traction to remove the lead from the device, the terminal pin remained in the header. The lead was surgically abandoned and replaced with a new ra lead. No adverse events were reported.